Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. Device evaluation details: upon receipt, the catheter was visually inspected, and it was found with a hole on pebax with reddish-brown material inside and internal parts exposed. Magnetic sensor functionality was tested on carto, the catheter was properly visualized, and no errors were observed. Then, the force sensor feature was tested, and it was working properly, the force values were observed within specifications. A manufacturing record evaluation was performed for the finished device, and no internal actions related to the reported complaint condition were identified. The customer complaint regarding force issue was unable to duplicate during the product investigation, however, the blood inside the pebax area found could be related to the reported issue. The root cause of the damage on pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the handling of the device during the procedure, however, this cannot be conclusively determined. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
A patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter for which biosense webster¿s product analysis lab identified a hole on the pebax with reddish-brown material inside and the internal parts exposed. During the procedure, the ablation catheter display moved in both small and large increments during pulmonary vein isolation (pvi). Additionally, the contact force would suddenly increase. The various issues occurred approximately one-and-a-half hours after the ablation catheter was first used. As the phenomena were not consistent, the physician was able to complete the procedure with the same catheter. The procedure was completed without patient consequence. After removal of the catheter, the physician noticed that blood attached to the tip of the catheter, and the tip turned red. The causal relationship involving these phenomena are unknown. The map shift is not an MDR-reportable issue. The force increase is not an MDR-reportable issue. The hole in the pebax is an MDR-reportable issue.